Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 9 MDR's filed for the same patient (reference 1825034-2016-03321 / 03322 / 03323 / 03324 / 03325 / 03326 / 03327 / 03330 and 1825034-2016-01224). Device location unknown.

Event description:
Patient underwent a hip arthroplasty and approximately 15 days post-implantation, the acetabular cup was removed and re-implanted due to instability.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: ringloc acetabular liner: catalog#: ep-105894, lot#: 383410. Femoral head: catalog#: 11-363660, lot#: 924550. Arcos distal femoral stem: catalog#: 11-300515, lot#: 783660. Arcos proximal femoral stem: catalog#: 11-301201, lot#: 004570. Low profile screw: catalog#: 103538, lot#: 296140. Low profile screw: catalog#: 103535, lot#: 220290. Low profile screw: catalog#: 103537, lot#: 912970. Low profile screw: catalog#: 103533, lot#: 587650.